Manufacturer narrative:
Case correction on 03-oct-2016 after internal review: the case (B)(4) was found to be a duplicate of this case; the following information from case (B)(4) was transferred to this case: this case not regarded as incident was detected as being a legacy case from conceptus and was entered in argus on 28-apr-2015. The medical content of the case was not changed. This is a study case report received from an investigator in (B)(6) on (B)(6) 2009 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: (B)(6) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Essure was inserted on (B)(6) 2009. During the procedure the insertion was difficult due to feeling of obstacle bilaterally. Patient experienced procedural pain. At three months visit, on (B)(6) 2009, migration on right side without explanation was noted. Additional information received on 07-may-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 20-jul-2016 and 21-jul-2016: follow up information received from investigator. Center ID added: (B)(6). Patient ID updated: (B)(6). Control x-ray was performed on (B)(6) 2009, showing migration of the right insert and the left insert was well placed. The onset date of the event migration on right side was updated from (B)(6) 2009 to (B)(6) 2009 with outcome not recovered. The patient did not want to undergo laparoscopy to retrieve the insert and for tubal sterilization of right side. She preferred taking contraceptive pill. The patient was not seen in consultation since (B)(6) 2009. The investigator considered this event as non-serious and related to essure. Updated quality-safety evaluation of ptc received on 08-aug-2016: ptc global number: (B)(4). In this case its not confirmed if device insertion difficult due to feeling of obstacle refers to tubal spasm. No samples available for this investigation. Since we have no valid lot number for this case, we were unable to conduct review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible undesirable events and not indicative a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 05-oct-2016: the event "abdominal migration of the right insert reported in the confirmation test at 3 months" was changed to "migration on right side". The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-oct-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 752 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(6)). She had fallopian tube occlusion insert (essure) inserted and at hysterosalpingogram (hsg) a migration of the right insert was found. A coelioscopy was required as treatment. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the reported device migration is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up received on 26-nov-2016: quality-safety evaluation: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided follow-up information received on 06-dec-2016. Reconciliation request was provided. The event procedural pain was deleted. Information regarding essure procedural was provided. The ostium was in the vision field at placement: left/ yes and right/ yes. It was started on the left side and the catheter was introduced easily into the left and right fallopian. Success of bilateral placement. Approx 5 external coils were visible in the left cavity and 2 visible in the right cavity. The same implant both sides. Onset date of event migration on right side was updated to (B)(6) 2009. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-dec-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) old female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had fallopian tube occlusion insert (essure) inserted and at hysterosalpingogram (hsg) a migration of the right insert was found. A coelioscopy was required as treatment. The reported event is anticipated according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this particular case, although the exact mechanism of the reported device migration is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, only the non-serious event device insertion difficult due to feeling of obstacle was reported. A product quality defect could not be confirmed but is considered plausible.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. (B)(6). The patient used combined pills as historical drug. Her medical history included menstrual pain. Her last mesntrual period was on (B)(6) 2009. On (B)(6) 2009, essure was inserted in the operating room under general anesthesia. Patient did not receive premedication. The uterine cavity condition was normal, the patient did not have retroverted uterus. Physician had visualization of left and right ostiums; the procedure was started on left side. The physician considered easy to introduce the catheter into the tubes. At the end of procedure she had 5 coils externally visible in the uterine cavity on the left side and 2 on right side; extremity internal coil of insert were visible in the uterine cavity and no pet fibers were visible in the uterine cavity. The physician used 2 inserts, 1 on each side. The procedure took 5 minutes and bilateral placement was successful. The patient did not experience pain during or after the procedure. Vasovagal syncope during the procedure was also denied. No other procedure was done at the same time of the insertion. The patient was very satisfied with the procedure. During consultation on (B)(6) 2009, the patient reported that she did not use postoperative analgesics; no pain or bleeding were experienced. She used combination pill as back-up contraception. At this consultation, radiography was done and showed asymmetric inserts, the distance of proximal portions of devices was more than 4 cm. An ultrasound was also performed and showed 4 markers well placed in left side but not on the right side; the left insert was seen from the cavity to the horn but not seen on right side. A hsg (hysterosalpingogram) was also done and showed the insert in place on left side; on right side a migration of the right insert of 3 cm remote from the uterine horn was noted. Bilateral occlusion did not occur. The image was interpretable and in conclusion, only the left side insert had a good position. Physician considered the final result of the procedure as failure of essure devices due to abdominal migration. There was a requirement of secondary laparoscopy. The patient was unsatisfied. Product technical complaint investigation and final assessment were received on 08-apr-2015: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 26-jun-2015 for the following (B)(4) preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (B)(6). She had fallopian tube occlusion insert (essure) inserted and at hysterosalpingogram (hsg) a migration of the right insert was found. A coelioscopy was required as treatment. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the reported device migration is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report.